Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During a primary right knee surgery, when or staff open a cemented baseplate, a hair was noticed under the inner blister and therefore not used to complete surgery. Another implant was on hand and case completed without any adverse consequence or delay.

Manufacturer narrative:
An event regarding a hair in the outer blister pack involving a triathlon baseplate was reported. The event was confirmed. Method & results: device evaluation and results: the device and packaging materials were received and the event was confirmed. Medical records received and evaluation: not performed as it was reported that there were no adverse consequences nor medical intervention. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded the returned packaging to be nonconforming. An nc was raised jul-2015 to investigate the confirmed issue.

Event description:
During a primary right knee surgery, when or staff open a cemented baseplate, a hair was noticed under the inner blister and therefore not used to complete surgery. Another implant was on hand and case completed without any adverse consequence or delay.